Manufacturer narrative:
(B)(4). (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that an error message was displayed when the water circulation turned off without patient involvement. The device stopped. No danger for the patient because it happened during checking the device. Internal reference:(B)(6). Customer ref. Number: (B)(6).

Manufacturer narrative:
(B)(4). The defective rotaflow drive has been sent with RMA# (B)(4) to em-tec for repair and further investigation. According service report # (B)(4), following works has been done: it could be confirmed that head alarm is displayed when connecting and starting up with the console. Review and determination of the actual situation, error analysis and preparation of a cost estimate were performed. The pump electronics mc1 and mc2 have been replaced. Performed function test and end test. Thus the failure could be confirmed. The most probable root cause could not be determined. After initialization (via the service interface) the error has not occurred. In all appearances, the initialization of the ee-proms located on the electronics has been damaged, or have been disturbed. However, it is unclear how the actual cause could occurred this disorder. As the surrounding electronic peripheral on the pump electronics can generate this fault as well, it is recommended to replace the complete pump electronics.

Event description:
(B)(4).